Manufacturer narrative:
On (B)(6) 2016 the scc of architect c1600839 became unresponsive and the customer could not reboot after powering off. The customer removed the side cover and observed smoke from the back of the scc computer. The field service engineer (fse) was dispatched to the account where they replaced the scc-f+ power supply (part number 7-206072-01). The scc-f+ power supply was returned for analysis. It was confirmed that there was burn damage as described in the complaint. A review of the architect c1600839 service history was performed and found no contributing factor on or around the date of the event. The fse resolved the issue through replacing the part. There were no subsequent reports of smoke/burn after the scc-f+ power supply was replaced. A review of product labeling found the architect system operations manual provides information regarding: specifications and requirements, electrical hazards, and electrical safety for the architect systems. The c16000 service and support manual provides instructions for replacing the scc-f+ power supply. The 2016 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke observed from the scc-f+ power supply did not spread to other parts of the scc computer or analyzer. The complaint investigation for the scc f+ power supply does not indicate a deficiency of the product; however, based on all of the available information, this event reasonably suggests that a malfunction of this specific scc-f+ power supply (part number 7-206072-01) occurred.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect scc froze. The customer cycled power to the unit and then the scc would not turn on. They then removed the side cover and observed smoke coming from the back of the scc. The unit was then unplugged. There was no personal injury, impact to patient management, or facility damage reported.